Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged blank display. Insulin pump received with steady blank white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the 40 pin lcd flex cable copper connector traces on pcba 1 and j1 connector on pcba 2.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corrosion found inside battery tube and minor scratched window. Blank white display due to moisture damage on the pcba 1 / pcba 2. Cosmetic damage was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.